Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. The shock impedances were observed to be greater than 125 ohms. At this time, the rv lead has been explanted and replaced. No additional adverse patient effects were reported.